Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer IV tubing 2 port extending from IV cath is specifically malfunctioning when an IV tubing is pulled on or dislodged by the patient. This patient had removed all of his ivs this night and each one had malfunctioned/ broke in the same location which was the tubing connected to the end piece that connected directly to the IV cath that was inserted into the patient. Event occurred in patient room, but no harm was evident. No other information was provided. Additional information received (B)(6). 2024: it was reported by the customer "product disconnected at hub and bleeding was identified immediately, without harm. Event did not involve an urgent/life threatening medical situation. Device was discarded." It was reported this occurred with two devices. This report addresses the first device.